Event description:
During field service installation of the device, the field service rep reported that the air sensor made a rattling noise. Since the event occurred during field service installation of the device, there was no pt involvement during this event.